Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: - angulation is out of spec. - due to deformation of forceps elevator lever, up/down knob cannot be locked securely. - adhesive on bending section rubber has a chip. - case unit is deformed. - distal end is deformed. - air/water cylinder is deformed. - suction cylinder is deformed. - forceps channel port is deformed. - right/left knob is deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had a positive test. The scope was a loaner, being tested upon arrival, during reprocessing prior to a diagnostic colonoscopy. The procedure was completed once the scope was cleared. There was no reported patient harm or impact due to this event.